Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in a follow-up call on 29-apr-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. Customer had only performed one blood test using the true track meter, obtained hi and is concerned with the result. Daughter stated a blood test was performed using another device (same hand/finger) and customer had obtained a result of 338 mg/dl (fasting/non-fasting status unknown). The customer¿s expected am fasting blood glucose test result is below 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/31/2021 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: result 1: hi date: 4/13 time: 10:38p unknown.

Manufacturer narrative:
Sections with additional information as of (B)(6)2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.